Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited high thresholds, insulation damage and blood within the lead insulation. Repositioning of the lead was attempted, but the lead was explanted due to difficulty repositioning and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.